Event description:
It was reported that this patient with this dual chamber pacemaker exhibited pacing spikes on the t wave observed on telemetry. The device was not interrogated at the time of event, therefore all observations are based off the telemetry screen at a rehabilitation center where the patient is being treated. Technical services was consulted and recommended the patient follow up with their following physician. The patient has right ventricular threshold testing (rvat) programmed on. No reports of asystole or patient symptoms associated to the reported observations. The rv lead remains in service at this time. No adverse patient effects were reported.